Manufacturer narrative:
Device passed the self test and displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their insulin pump did not vibrated. The customer¿s blood glucose was 137 mg/dl. Troubleshooting was done for vibrate anomaly. Customer ran the self test but insulin pump did not vibrate during the vibrate test portion. Customer was advised to refer back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.